Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: concomitant products 5076 implantable pacing lead - (B)(6) 2002; 4193 implantable pacing lead - (B)(6) 2002. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly in less than two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.